Event description:
It was reported that a small volume infusor took longer than expected to deliver its contents. This occurred during infusion. The expected duration of therapy was 46 hours; however, it took 67 hours and 45 minutes to complete. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured july 14, 2014-july 15, 2014. Evaluation summary: the device was received for evaluation. Visual inspection was unable to reveal any signs of abnormalities. A functional flow rate test was performed. The device performed within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.